Manufacturer narrative:
Follow-up #1: date of submission 3/18/16 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: no defect was found. Review of the black box shows a replace cartridge alarm on (B)(6) 2016 at 06:14; deliveries resumed at 13:14. . Pump completed 24hr duration testing successfully. A ¿replace cartridge¿ alarm was reproduced for the investigation; the pump gave the appropriate sound and displayed the correct message on the screen..#3. Review of the tdd¿s add up correctly & reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No alarms occurred during testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient had been hospitalized in diabetic ketoacidosis with a blood glucose of 888 mg/dl. Treatment included IV fluids and insulin via injection. During trouble shooting customer support found that the patient had failed to respond to an alarm in a timely manner and had failed to bolus. Customer suppor referred that patient to and hcp for diabetes management. There was no indication of pump malfunction. This complaiint is being reported as the patient experienced dka after failing to respond to an alarm.